Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted after performing multiple screening tests. Only one vector passed the screening with the electrode in the standard left-sided placement, so another screening was performed with a right-sided electrode position and two vectors were passing. A mid-center placement also resulted in only one vector passing. The next day the system was implanted with the electrode on the right side of the sternum; however, during the procedure only the alternate vector passed. The electrode and device were repositioned but still only the alternate vector was passing. The physician declined to perform a defibrillation threshold (dft) test due to the patient's poor condition (dialysis patient) and very low ejection fraction so a commanded shock was delivered to test the impedance. The next day during optimization all three vectors failed. The physician did not trust the screening process and was planning to explant the s-ICD system and implant a transvenous system instead. X-rays and device data were submitted to technical services for review. Technical services reviewed the data and determined that the alternate vector was suitable. As automatic optimization failed all vectors, the physician could manually program the device to the alternate vector and perform testing with patient position/posture changes. After discussions with a colleague, the physician elected to explant the s-ICD system and implant a transvenous system instead, due to the automatic set up failure for all three vectors. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted after performing multiple screening tests. Only one vector passed the screening with the electrode in the standard left-sided placement, so another screening was performed with a right-sided electrode position and two vectors were passing. A mid-center placement also resulted in only one vector passing. The next day the system was implanted with the electrode on the right side of the sternum; however, during the procedure only the alternate vector passed. The electrode and device were repositioned but still only the alternate vector was passing. The physician declined to perform a defibrillation threshold (dft) test due to the patient's poor condition (dialysis patient) and very low ejection fraction so a commanded shock was delivered to test the impedance. The next day during optimization all three vectors failed. The physician did not trust the screening process and was planning to explant the s-ICD system and implant a transvenous system instead. X-rays and device data were submitted to technical services for review. Technical services reviewed the data and determined that the alternate vector was suitable. As automatic optimization failed all vectors, the physician could manually program the device to the alternate vector and perform testing with patient position/posture changes. After discussions with a colleague, the physician elected to explant the s-ICD system and implant a transvenous system instead, due to the automatic set up failure for all three vectors. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.